Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system is not booting up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system is giving them an error message "attempting a case study and receiving error code", indicates that the table top float key is active at startup and concluded that the user might have accidentally pressed a button on boot up or in the process of setting up the room one on the drapes could have activated the button. The rse placed call to the number listed and it was a general hospital number and rse could not get connected to the customer. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.